Manufacturer narrative:
Investigation: visual inspection: during the investigation, scratches on the outer housing of the valve, but no significant deformations or damage was determined. Permeability test: a permeability test has shown that the valve is permeable. Computer controlled test: to investigate the vave of malfunction, the opening pressure is measured using a miethke computer controlled testing apparatus which simulates a cerebrospinal fluid flow. The valve is tested in the horizontal position. The results show that the valve operates within the accepted tolerances in the horizontal position. Adjustment test: the progav 2.0 was tested and is adjustable to all specified pressures. Braking force and brake function test: the brake functionality test has shown that the brake function is fully operational and the braking force is within the given tolerances. Internal inspection : after dismantling of the valve, no deposits were found in progav 2.0. Result : based on our investigation results, we can determine no functional deviations. The cause of the explantation is not known to us at the time of the examination. The valve met all specifications of the final inspection when released from christoph miethke gmbh & co. Kg.

Event description:
It was reported that a progav 2.0 (#fx673t) was implanted during a procedure performed on (B)(6) 2023. No product problem or patient data were submitted by the complainant, but the patient underwent a revision procedure. The complainant device was returned to the manufacturer for evaluation. No patient complications were reported as a result of the revision procedure.